Manufacturer narrative:
Alert 41 (insulin absolute range error) was confirmed on the returned ilet device. Investigation found the lead screw intact, but the lead screw nut was not fully backed into the stop, indicating the device prematurely set the home position and attempted to rewind beyond it. This mechanical malfunction interrupted automated insulin delivery. No symptoms were reported and blood glucose was unaffected. The device was replaced, and the complaint was confirmed as a drive system malfunction.

Event description:
It was reported that the user experienced an alert 41 indicating an insulin absolute range error on the ilet device, with prior difficulty changing the pump after a supply change and a restart alert, and the device was replaced while the original is expected to be returned. Symptoms included none reported, and blood glucose was unaffected. Outcomes included temporary interruption of automated insulin delivery and the user switching to multiple daily injections. Investigation included technical support troubleshooting and coordination of device replacement with return for evaluation. Investigation of this case revealed that the device generated an absolute range error associated with the insulin delivery system. It was concluded that a device malfunction occurred and a replacement was provided pending evaluation of the returned unit.